Event description:
The pt contacted lifescan and alleged the one touch fastake meter was reading inaccurately erratic. The readings reported were 12.2mmol/l and 8._ mmol/l taken within 10 minutes. Not within lifescan criteria for precision. When the customer care rep performed troubleshooting the memory was checked and the result shown for that day was only 12.2 mmol/l. The pt took 2 readings and feels that there are readings missing in the memory. The pt did not seek medical attention. No action taken by the pt following attempted use of the meter. The control solution test fell within range, c11.3 (8.5-12.5). Based on the info obtained from the pt, though the control solution test passed, there is indication the product malfunctioned due to precision and the memory. This is reported as a product malfunction.